Event description:
Knob failed on device during patient life support causing deficit of oxygenation and requiring immediate disconnection from ECMO system because the nature of the failure was not immediately apparent. Knob on failed device is designed to be secured with only one set screw. Manufacturer's current design remedies the problem by securing the knob with four set screws instead of one, but after many years of these failures evident in maude, the manufacturer reports that no urgent medical device correction notice has been issued. The deficient design may be present over a family of device models sold over many years. Please immediately issue the appropriate urgent medical device correction notice to retrofit four-set-screw-knobs in place of all one-set-screw-knobs. Incident narrative from respiratory therapist who submitted incident report: "oxygen blender on ECMO pump was faulty and not oxygenating the post blood switched out with another blender" interview with respiratory therapist who put hands on the blender after it was pulled from service: blender dial (knob) was set to 100%. Analyzer reported 21%. When respiratory therapist touched the knob, it felt loose and then fell off. The respiratory therapist then held the brass shaft to which the knob had been affixed and turned it toward 1.0 (100%). The analyzer immediately reported 100%. Subsequent observation of the brass shaft reveals circumferential scratch marks indicating numerous failed adjustments. When a knob is turned and feels secure but fails to turn the brass shaft appropriately, the clinician has reason to believe a specific adjustment has been made when either some other adjustment or no adjustment has occurred. When such a device failure is suspected, exchanging the device for a spare is not a practical remedy in the short term. Instead, as in this event, the blender is removed from the life support system and unblended 100% oxygen is administered to the patient perhaps in disagreement with a doctor¿s order and the specific needs of the patient. If the knob falls off or is removed, a user could accurately adjust the % oxygen by reference to a downstream analyzer. Considering the manufacturer¿s insistence that the device is used in conjunction with a downstream analyzer, the feature of the knob and the industry of calibrating it may add no value. Searches of the maude database show a long history of similar events. Manufacturer narratives cite user errors in set-up and scheduled maintenance without reflecting on a design that¿s needlessly vulnerable to total failure. Manufacturer response for [redacted name]: compressed gas proportioners, oxygen-air, air-oxygen mixer (per site reporter) current design uses 4 set screws to secure knob to shaft and ensure transmission of torque. Failed device is obsolete and uses only one set screw. Manufacturer reports that no recalls apply to this device. Manufacturer replies to email solicitations without answering questions as to when design changed and why no urgent medical device correction was issued to update device to a 4-set-screw design. Manufacturer given the opportunity to contribute to this entry but failed to do so.